Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report, that a heater-cooler system 3t was found to be contaminated. The type of contamination is pending. There is no known patient involvement.

Event description:
See initial.

Manufacturer narrative:
Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Through follow up communication, livanova deutschland learned that the device was cleaned regularly per IFU and placed outside the operation room. Furthermore, a laboratory report stating contamination with stenotrophomonas maltophilia and mycobacterium chimaera has been provided. Corrective actions are in progress for this issue.

Event description:
See initial.

Manufacturer narrative:
Livanova deutschland identified that this report was a duplicate. Therfore this complaint and report will be voided. All further information related to the reported issue can be found in medwatch 9611109 - 2018 - 00103.